Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010 and a reservoir was connected to a drain. The surgeon found that the junction area of the bottom of the locking plate was broken when he folded it, but it worked properly even though the junction area was broken. It was not hard or tight to fold, so the patient used it anyway with no adverse consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.